Manufacturer narrative:
Manufacturing evaluation was completed. One (1) piece was returned to manufacturer stating that "cloudy fluids" were leaked from inside of the handle. Manufacture received the driver in question and disassembled the unit for evaluation. There were no "liquids" present on the internal of the driver. After reviewing the history of torque driver, it was found that this unit has not been in for service since the originally manufactured in jan 2011. No further investigation is needed due to age of driver and lack of servicing. No manufacturing related issue was identified and/or confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient information not available for reporting. (B)(4). Device is an instrument and is not implanted/explanted. Hospital contact telephone not available. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. DHR review for part # 03.614.035, lot # 6538782-16, supplier lot # 6538782. Release to warehouse date: 09 march 2011. Supplier: (B)(4). Additional release to warehouse date: 27 april 2011. For the devices released on 09 march 2011, (B)(4) was generated during production as the torque measured above 2.20nm for (B)(4). Further action was taken to notify purchasing and the vendor for re-work of parts. This nonconformance is not relevant to the complaint condition as "cloudy fluids were leaked from inside [the] handle" is not related to torque measurement, the ncr generated during production also did not impact lot # 6538782-16. Review of device history records showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that on (B)(6) 2017, the surgery for opll (ossification of the posterior longitudinal ligament) was performed using the synapse system. The fixed area is c4-c6. During the surgery, when the surgeon tried to use the torque limiting handle, he found that cloudy fluids leaked from inside this handle. A quick sterilization was performed on the handle and the surgical field was washed as well. The surgery was successfully done with a 20-minute delay, and there was no adverse consequence to the patient. No other medical intervention was required. The handle in question had been used for the other surgery on (B)(6) 2017 at this hospital. After the devices (include the handle in question) were washed, dried and sterilized in this hospital as directed following a procedure. This report is for one (1) 2nm torque limiting handle with quick coupling. (B)(4).